Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a high out of range pacing impedance measurement of greater than 3000 ohms on the right atrial (ra) channel causing a lead safety switch. While the field was originally questioning programming of the pacemaker (ddd to vvir), it was later discovered no unintentional reprogramming of the pacemaker was ever performed and such a change was made at a previous follow-up visit. Boston scientific technical services provided troubleshooting options to the field, and the pacemaker was reprogrammed accordingly and remains in service.